Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was extended and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was overtorqued consistent with procedural damage. Electrical testing of the lead found an internal short between the inner coil and outer coil conductor paths due to the overtorqued inner coil in the connector region. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to retract and extend. The measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and overtorqued inner coil.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right ventricular lead failed to extend and retract. Additionally, the lead was observed to be displaced from its original position. The lead dislodgement was confirmed by fluoroscopy. The lead was not used and replaced during the procedure. The patient was in stable condition.